Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon was stuck inside her body. She was unable to manually remove the tampon so she went to the emergency room (ER). The ER doctor removed the tampon in pieces. She experienced cramping, pain, a sharp, pinching feeling on her left and right sides, a bloated, swollen abdomen, and sore and dry vagina. She stated the experience was extremely traumatizing. The ER doctor offered ibuprofen but consumer declined. Her cramping was still occurring but had improved. She was still experiencing soreness.